Event description:
It was reported that during a hemorrhoidectomy procedure, the device was used. After three-fourths firing, the device blocked and could not be fully fired (plastic to plastic). The surgeon used a lot of power and stopped. Opening the device, the tissue was cut fully, but the staples were not fully formed. The surgeon had to do a handed hemorrhoidectomy to prevent the patient from complications. There was a 20 minute delay; no consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). What technique was being done for the hemorrhoidectomy? Pph. Can you please clarify what a handed hemorrhoidectomy is? To take out tissue above the hemorrhoids with monopolar devices. How far above the dentate line was the device/purse string sutures placed? Well placed. When the device was fired, where was the indicator within the green zone/gap setting scale? In the green zone. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The device blocked during the procedure, the crunch was not possible. Was more than one firing stroke required to hear the crunch? No. Were any unexpected noises heard? No, blocked device were any of the forces higher or lower than expected (closing, firing, or opening)? Higher forces. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes. Was there any difficulty removing the device from the tissue? No, fully opened the device. After firing, did the surgeon wait 20 seconds prior to opening? Fully firing was not possible. What steps were taken to confirm successful anastomosis? (Such as donut confirmation, etc.) Hand made stitches. Was the staple line examined using the anoscope or other instrument? Yes. Was excised tissue/donuts removed and inspected for circumferential completeness? Yes. Was the breakaway washer completely cut through? No. Did the operation change significantly as a result of the device issue? If so, please explain. Yes, conventional hemorroidectomie was done. What is the patients age and sex? , we never ask in case of privacy. What degree of hemorrhoids did the patient have? 3. Did a hcp other than the primary surgeon fire the instrument? No. How long has the surgeon used this device? 15 years. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? No. Are there any x-rays and/or picture available for analysis? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: after checking the device, the washer was not in the stapler. After firing the device together with the surgeon, we heard the tactile feedback (crunch) and the washer was in the stapler.